Manufacturer narrative:
Inquiry suggests the targeting arm being as primary product. No associated products were reported. Review of the inspection records could not be carried out as no lot-code was available. Physical evaluation could not be performed as the product was not returned for evaluation. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event(s) were mainly based in the intra-operative procedure. Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. Investigation revealed no non-conformity, therefore no ncr was initiated. A review of the labeling did not indicate any abnormalities. Device not received.

Event description:
Rep reported issue with the target arm for femur: 1806-1008. According to the doctor, it has been difficult to get the arm in correct position for the 5mm screws.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Rep reported issue with the target arm for femur: 1806-1008. According to the doctor, it has been difficult to get the arm in correct position for the 5mm screws.